Manufacturer narrative:
During failure analysis, the reported event of the handpiece melting an irrigation cover at the tip was confirmed. During service evaluation it was observed the angle joint was deformed. Based on IFU review a deformed angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. Based on sme consultation a deformed angle joint can cause or contribute to tip to tip cover contact which will melt the tip irrigation sheath. Lack of irrigation and side load to the tip can also cause or contribute to reported event. This is not a repairable device; therefore, it was not returned to the user facility following evaluation. Concomitant products: the previously unknown sonopet tip, was identified by the sales representative as 5450800307, 25khz straight tip. However, the product was discarded, and the lot number with remain unknown.

Event description:
It was reported that the universal handpiece was being used during a procedure when the tip sleeve melted due to overheating. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. Manual instrumentation, including irrigation and bipolar forceps, was used, and the procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the universal handpiece was being used during a procedure when the tip sleeve melted due to overheating. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. Manual instrumentation, including irrigation and bipolar forceps, was used, and the procedure was completed successfully.